Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional returned a product with a description of unspecified defect. Additional information has been received and stated that, the surgery was delayed for 10 minutes and completed by using another iol. There was no patient harm reported.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol (intraocular lens) returned positioned incorrectly in the iol case. A significant amount of solution is dried on the iol. One haptic is bent/deformed, the other is intact. The optic is cracked/fractured -rejectable. The complainant indicates the use of non company ovd (ophthalmic viscosurgical device) as a viscoelastic , which is not qualified to be used associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).